Event description:
A report received from the USA stated a 760 ventilator experienced a device alert which rendered the ventilator inoperable while being used on a patient. There was no reported patient injury as a result of the event. The date of the event is unknown.

Manufacturer narrative:
Covidien technical support services (tss) assisted the customer with troubleshooting the device via phone. Tss recommended the customer to swap pcb controller and update the software. No additional information is available at this time. (B)(4).